Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: during investigation, the black box and alarm history showed multiple cs 078 alarms. The ez-prime steps were performed correctly with no cs 078 alarms occurring during the investigation. The cs 078 alarm was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked. A leak test failed due to a battery compartment leak and a bolus button leak. The pump's cover was removed and there was further moisture corrosion found on the printed circuit board motor flex/connector.